Event description:
End user reported that the handrim on her trex28rfp wheelchair is "eating her hands up". She stated that when she is going through small doors the handrims knock the door frames, chipped the handrims, user sustained sore and red hands. User stated that she has to wear gardening gloves to keep her hands from getting sore, she treats them with cream and wears the gloves. No malfunction of the product. Chair allegedly is not a proper fit for the doorways in the end users home. MDR filed based on alleged injury. No alleged medical intervention. MDR filed based on the minor injury. Also reported, the left side footrest on the unit falls off. No alleged injury for this issue.